Manufacturer narrative:
The reported events were failure to advance through ¿the s-bend of the coronary vein opening¿ and unable to implant. As received, a complete lead was returned for analysis. The s-curve hump height was measured, and it was within product specification. Electrical tests did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for routine implant of the left ventricular lead. It was observed that the lead was too soft to advance through the coronary sinus. The physician attempted to apply force which resulted minor vascular dissection. However, the implant attempt failed. No interventions were made, and the procedure was completed without implant of a left ventricular lead. The was stable.